Event description:
It was reported that the gastrointestinal videoscope had no image and an incompatible scope error (e315). The issue occurred during a diagnostic oesophago gastro duodenoscopy (ogd) procedure before sedation of the patient. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation the most probable cause for the malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.